Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump was not explanted and is not available for analysis. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a hemorrhagic stroke on an unspecified date. Support was withdrawn and the patient expired on 06/13/2015. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not pass away from stroke, but from bacteremia. The patient presented to the hospital with slurred speech and confusion. The patient was taken to the operating room on (B)(6) 2015 for a right frontal craniotomy for evacuation of acute subdural hematoma.